Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device: patient/consumer.

Event description:
It was reported that during the use of the product there was a no message alarm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four (4) pictures were attached. Pictures were reviewed. Results: picture one (1) show a cassette product in used conditions, without blue clip. Picture two (2) shows the front view of the cassette product without the blue clip and with burr on the side of the bag. Picture three (3) show the bag neck section from a flow stop cassette model. Picture four (4) show the top view of a cassette product. Samples received: sample received consist in one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: the sample was received without the blue clip. Accuracy test: the sample received were connected to the pump and to a balance mettler to look for unusual function. Results: the sample could be connected without problem; sample passed the test. Functional testing: sample was filled with 100 ml of water; the sample was connected to the pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. Brand name: cadd cassette reservoirs - flow stop. Device manufacturing date: 18-nov-2021.